Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 4 pocket e4 failed. A field service engineer will assist the customer in recovering the failed pocket. The customer will subsequently install a new pocket. A field service engineer confirmed that their is delay in dispening medication to patient due to reported malfunction. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer is unable to open, resulting in a failure to retrieve medication from the cubie. There were no adverse events or injuries reported based on this event.